Event description:
Injuries were reported based on a presentation received during the recent acc (american college of cardiology) meeting. These complaints brought up were likely to involve the use of the navistar thermocool catheter with the hansen robotic system. The labeling of hansen robotic system contraindicates the use for ablation, thereby representing off-label use. One of the complications was a cardiac pop/tamponade during ablation which was successfully treated by pericardiocentesis.